Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had received inappropriate anti-tachycardia pacing and a shock for an atrial arrythmia that had conducted down to the ventricles. The shock ended up accelerating the arrythmia which led to the delivery of another inappropriate shock which terminated the episode. The patient's rate was observed to have accelerated again shortly afterwards. Additional information provided from the field indicated the patient was able to call an ambulance but later passed away before arriving at the hospital. All evidence indicates the crt-d remains in situ.